Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified right tibial peroneal trunk. A 3.0mmx30mmx143cm fg coyote nc mr (nc quantum apex¿) was advanced for dilation. However, on the first inflation at 15 atmospheres, the balloon ruptured after being inflated for 60 seconds. The device was completed removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a coyote nc balloon catheter. The balloon was loosely folded and there was blood and contrast in the lumen and balloon. Microscopic analysis revealed that the outer shaft was stretched tight (stretch for 25cm) not allowing any air to pass to the balloon, along with numerous kinks in the outer shaft. Microscopic inspection revealed a separation on the inner shaft 18.5cm distal from the exit notch. Microscopic inspection found no irregularities or defects of the balloon or markerbands. Functional testing was unable to be performed due to the separation of the inner shaft and stretched outer shaft. Microscopic inspection of the tip and the proximal bond found no irregularities or defects. Inspection of the remainder of the device, apart from the observed damage, revealed no additional damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified right tibial peroneal trunk. A 3.0mmx30mmx143cm fg coyote nc mr (nc quantum apex) was advanced for dilation. However, on the first inflation at 15 atmospheres, the balloon ruptured after being inflated for 60 seconds. The device was completed removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.